Event description:
These devices were returned for repair. Customer stated that this ¿is the first time I get back forceps in such bad shape after 15 days of use."

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: concomitant devices: cev649-5b, tube cev649-5b dia 5mm 350mm, lot 130904. Manufactured september 1, 2013. Cev10195r, handle cev10195r dia 5mm ang w/ ratchet, lot 130908 manufactured september 1, 2013. Cev625-1, insert cev625-1 fenestrated 350mm, lot 130906 manufactured september 1, 2013. (B)(4). Product evaluation: product analysis for cev649-5b found that the tubes are bent and show impacts on their insulation. A large part of insulation is missing on one of the tubes and has not been returned. The surgeon has however confirmed that the fragment has been recovered without any patient impact. Considering the extent of the damages highlighted, it is very likely that the instruments have suffered excessive constraint during use or reprocessing. Product analysis for cev10195r found that there was no issue highlighted. Instruments conform to manufacturing specifications. The inserts, cev625-1, are very bent and cannot be inserted in a tube. These inserts went under excessive constraints during their use and/or during the reprocessing steps. Results: stress problem. (B)(4).